Event description:
The account alleged the head hi/low is drifting down overnight. No patient impact.

Manufacturer narrative:
The account placed the bed out of service. Technician informed the account to verify the emergency trendelenburg handle was not stuck, or the linkages misadjusted. Then swap the emergency trendelenburg valve or head hi/low down valves to isolate the issue. No further information is available on the repair of the bed at this time.